Event description:
It was reported that the procedure was to treat the right peroneal artery with mild calcification and 99% stenosis. The 2.5x38 mm esprit below the knee (btk) bioresorbable vascular scaffold (bvs) was implanted in the distal peroneal and a 3.0x38 mm esprit btk scaffold was implanted more proximally. It was noted that the 2.5x38 mm esprit scaffold was expired. The physician was aware but deployed the device. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was noted that the 2.5x38 mm esprit scaffold was expired. The physician was aware but deployed the device. There were no adverse patient effects and there was no clinically significant delay in the procedure. The esprit btk instructions for use states: do not use after the ¿use by¿ date. Based on the information received, the investigation determined that the reported issue appears to be related to user error. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - use after expiration.